Manufacturer narrative:
Initial.

Event description:
It was reported that during a hypoglycemia support call, the patient¿s blood glucose increased to 247 mg/dl after treating a low with candy while also finishing dinner, despite announcing the meal on the ilet system; the patient uses a dexcom g6 and an inset 23" infusion set on the abdomen. No adverse clinical symptoms associated with hyperglycemia following overtreatment of hypoglycemia. Outcomes included self-monitoring at home without need for emergency care or hospitalization. Investigation included review of the event history and user report regarding treatment actions and meal announcement. Investigation of this case revealed that the device functioned as designed and the hyperglycemia was attributable to user management of hypoglycemia with excess carbohydrate intake in close proximity to a meal. It was concluded that the cause was user-related overtreatment of hypoglycemia leading to transient hyperglycemia.